Event description:
(B)(4) study. It was reported that during a rotational atherectomy procedure, a dissection occurred. The patient presented with asymptomatic, chronic ischemic chronic heart disease. Rotational atherectomy was initially performed in the proximal left anterior descending artery. Seven passes were made with a rotablator rotalink plus 1.75 mm burr, but the burr could not be advanced beyond mid lesion. The 1.75 mm burr was removed and the rotablator rotalink plus 1.50mm burr was advanced and crossed the lesion. After the second pass, the burr got trapped in the proximal part of the lesion and a 6f multipurpose guide catheter was delivered close to the burr and removed the stuck burr. A residual dissection was noted without limitation to flow and treated with two, overlapping ion drug-eluting stents (2.75 x 16mm and 3.0 x 24mm). The procedure was completed with this device. No further patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00013, 2134265-2013-00014, 2134265-2013-00015, 2134265-2012-08549, and 2134265-2012-08550. It was further reported that myocardial infarction occurred. Prior to discharge, elevated cardiac enzymes were observed and an event of peri-procedural mi (myocardial infarction) was reported (peak ck=251 iu/l, uln=165 iu/l; peak ck-mb=17.5 ng/ml, uln=5.0 ng/ml; peak troponin I=8.25 ng/ml, uln=0.05 ng/ml). An ECG was performed and a non q-wave mi was diagnosed. The subject did not experience any ischemic symptoms and medication was given to treat this event. The event was considered resolved without residual effects and the patient was discharged on the following day on aspirin and clopidogrel.